Event description:
It was reported that the patients spinal cord stimulation lead displayed multiple high impedances which resulted in inadequate stimulation. The patient was admitted to the hospital and underwent a lead replacement procedure. The patient was doing fine postoperatively and was discharged from the hospital. The explanted lead will not be returned as it was discarded.

Manufacturer narrative:
Block d6a implant date: date approximate.